Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the available production documents. The sterilization of this product was checked. The biotronik sterilization protocol confirmed a regular sterilization. The sterilization parameters, such as gas concentration, temperature, humidity, and others were within the specified values. This was also confirmed by microbiological indicators that prove the successful sterilization. Summary: the production documents prove a specification-conforming sterilization. The infection was not caused by the medical product.

Event description:
Ous MDR - diaphragmatic stimulation occurred a few days after implant and then an infection was noted. A new ICD was implanted on (B)(6) 2009. There were complications during the explant that required the ra and rv leads to be left in place. They were then explanted at another hospital one week later. There is no mention of which company the leads belong to, so it is assumed they were OEM.